Manufacturer narrative:
No evaluation necessary, not a product problem. User error caused event.

Event description:
The end user alleges she caught her slipper between the tire and the shroud and when she attempted to force her foot out she lost her balance resulting in a fall. The end user sustained a sprained wrist and fractured hip.